Manufacturer narrative:
Results: bd received (B)(4) samples from customer facility. The samples were evaluated and the customer's indicated failure mode for loose IV shields with the incident lot was observed. Conclusion: this is a confirmed complaint for loose IV shields. Refer to (B)(4) for complete documentation, root cause analysis and action plans.

Event description:
It was reported that the shield on a 21 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and pre-attached holder was loose in package. No serious injury, blood to mucous membrane exposure or medical intervention was reported.